Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer was not able to view or print the last electrocardiogram (ECG) of the longest atrial tachycardia/atrial fibrillation (at/af) episode from the internal cardiac monitor (icm), and that the event did not appear on the episodes list on the programmer. It was discovered that the programmer and the icm were working as expected and that the episode was not available due to the programmed parameters of the icm and due to a full remote transmission having been sent prior to the programmer session. The programmer and icm remain in use. No patient complications have been reported as a result of this event.